Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat testing was performed via veritor and the pcr test method; both results were negative. The customer stated the testing was performed for surveillance purposes on asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The individuals were removed from the work site to self-quarantine. Eua# (B)(4)

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0215586. D4: medical device expiration date: 2021-01-22. H4: device manufacture date: 2021-07-24. D4: medical device lot #: 0216373. D4: medical device expiration date: 2020-12-11. H4: device manufacture date: 2020-08-11. D4: medical device lot #: 0249638. D4: medical device expiration date: 2021-02-17. H4: device manufacture date: 2020-09-05. D4: medical device lot #: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H6: investigation summary: this memo is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch numbers, 0216373, 0249638, and 2 unidentified batches. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Investigations were performed on the identified batches; a trend analysis was done for the unidentified batches. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated a CAPA (corrective and preventive action) 1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat testing was performed via veritor and the pcr test method; both results were negative. The customer stated the testing was performed for surveillance purposes on asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The individuals were removed from the work site to self-quarantine. (B)(4).